Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit the field service engineer (fse) performed system verification and did not confirm any malfunction. No issues found. System is operating within specifications as per sir (service installation record). Not enough information was provided to perform a proper investigation. Root cause could not be concluded conclusively, however not technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty in lifting the flaps during lasik procedure. They are very sticky in the central portion of the flap. Slight tag was noticed in patient's right eye on the inferonasal corneal position post flap creation. The doctor had to break the side cut with a sinsky during flap lift. Even after increasing energy it was noted sticky in the central portion of the flap.